Manufacturer narrative:
Batch review performed on 09 october 2018; lot 146118: (B)(4) items manufactured and released on 02 june 2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional component revised: liner: cc e cc light 01.26.3648hct flat pe hc liner ø 36 / f, lot 168657: (B)(4) items manufactured and released on 14 march 2017. Expiration date: 2022-02-26. No anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 we were informed that the patient would have needed a second revision surgery due to generic pain, 4 years after the primary surgery, 7 months after the previous revision case. In the first revision surgery ((B)(6) 2018), the surgeon implanted another company's head with a medacta liner. On (B)(6) 2018 the surgeon revised only the head and cup.